Manufacturer narrative:
On (B)(6) 2016, medical action industries (mai) received a customer complaint from distribution facility, (B)(4), which indicated an anesthesia technician had been cut during use of hemostat instrument, (B)(4). Mai contract packages this instrument for owens and minor medichoice brand (the parent company of mai). The instrument itself is manufactured by global instruments incorporated. Upon discovery of this incident, mai issued a supplier corrective action request to the supplier to appropriately investigate the instrument complaint. Additionally, on (B)(6) 2016, mai discussed this incident in person with the supply company president. The instrument sample was received on 02/09/2016 and overnighted to the supplier for further evaluation and investigation. At this time the supplier is currently evaluating the instrument for root cause and corrective action determination and measures. At the time of complaint receipt, mai did not have any of the same raw material lot available to evaluate. Mai did however perform a tightened ansi sampling inspection on multiple raw material lots of this product and all product was found to meet or exceed specifications. There were no failures noted. Mai has supplied this instrument since 2006. This is only the second complaint received on this instrument since that time. Based on mai investigation of this component, this instance appears to be isolated in nature. Mai has logged this complaint into our database where we will continue to monitor for any related complaints. Mai additionally will follow-up with the instrument supplier to ensure an effective root cause analysis and corrective action plan has been implemented to prevent recurrence.

Event description:
Anesthesia technician reported there was a sharp chip in the metal of hemostat handle, ref: (B)(4), lot: 214722. When handling the instrument, the technician cut their finger which resulted in a visit to occupational health. The employee suffered no subsequent adverse effects as a result of this incident. The instrument is manufactured by supplier, (B)(4).